Event description:
Procedure: colon resection. According to the reporter: it was difficult to attach the anvil to the trocar during use. Then anvil open end got deformed as the surgeon tried to attach to the stapler trocar. The procedure was converted to an open procedure and the anvil was replaced. No further patient details or surgery issue was reported.